Event description:
It was reported that the patient underwent episiotomy on (B)(6) 2015 and suture was used. During the procedure, the needle broke and a part of the needle fell into the patient¿s body. The broken part of the needle was removed from the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.